Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately 11 years have passed since the device was repaired. Omsc surmised that the reported phenomenon occurred due to corrosion of the electrical contacts on the video connector socket for a long period of use.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the image of the subject device was distorted and the electrical contacts on the video connector socket were corroded. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, when a force was applied to the scope connector connected to the subject device, the image disappeared. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.